Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose levels while using the ilet bionic pancreas and believed the pump was delivering excessive insulin, with averages perceived as high relative to intake; review indicated frequent announcements of meals larger than consumed and user education was advised regarding meal announcements based on carbohydrate content. Symptoms included low and high glucose. Outcomes included self-treatment with oral glucose. Investigation included review of user-reported data and offering additional training with a clinician trainer, including potential functional review of the pump. Investigation of this case revealed user technique concerns related to incorrect meal size announcements. It was concluded that incorrect meal announcement likely contributed to the reported glucose fluctuations. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.